Manufacturer narrative:
It was reported to philips that the device locked up and that the buttons were non-responsive following operational testing. There was no patient involvement. The customer worked with the technical support representative. The customer had to remove battery in order to get device to power off. The device has passed all subsequent ops checks - no errors found in logs. Customer had to remove battery in order to get unit to power off / the device has passed all subsequent testing. The customer advised the device should be sent into bench for repair. The customer will call back if bench evaluation is requested.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device locked up and that the buttons were non-responsive following operational testing. There was no reported patient involvement.